Manufacturer narrative:
The product was not returned for eval. Top " " dressings are not normally returned for eval " " normally considered medical waste. The product was being used with a chemotherapy " " be possible that the wound site exudates may have " " chemotherapy material which may have caused the " " rash or have interacted with the biopatch active ingredient. This is the first time a black rash has been reported " " million units sold last year. Integra lifesciences corporation is working with the distributor to obtain the product lot # info; however, the " " has been unable to provide a lot # of the device. All product sterilization and device history records from " " manufactured from january 2005 to march 2007 were reviewed. The review found no anomalies or product issues. The weight and age of the pt is currently unk. In cooperation with the distributor, attempts have been made " " contact the user facility for add'l info. To date, no new or add'l info has been obtained. The biopatch antimicrobial dressing with chlorhexidine gluconate is an external device intended for use as a " " wound dressing that is used to absorb exudates and to cover a wound caused by the use of vascular and non-vascular percutaneous medical devices. The package insert from the product does reflect the following warnings in reference " " age of pts: "do not use biopatch antimicrobial dressing on premature infants. Use of this product on premature infants has resulted " " hypersensitivity reactions and necrosis of the skin." "The safety and effectiveness of biopatch antimicrobial dressing has not been established in children less than 16 yrs of age. A further warning addresses overall hypersensitivity: "do not use biopatch antimicrobial dressing on pts with a known sensitivity to chlorhexidine gluconate. Adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions are rare, but if any such reaction occur, discontinue use of the dressing immediately." The package insert also contains the following precaution: 'biopatch antimicrobial dressing should not be placed over infected wounds. It is not intended to be used as a " " percutaneous device related infections. Multiple contacts have been made to the user facility for add'l info. The medical director of the distributor also attempted multiple contacts to the user facility. No add'l info has been obtained. Integra lifesciences corporation will continue to investigate this incident and a f/u will be filed upon completion of the investigation.

Event description:
The distributor reported on behalf of the user facility the following incident: the device was used for a PICC line during chemotherapy. When the dressing was changed, a black rash was discovered under the device. The dressing was removed. No further info was reported.